Event description:
Info was received that the 35 cm bipolar myocardial pacing lead was part of a system revision due to fracture and/or low out-of-range pacing lead impedance. There were no add'l adverse effects reported. The product was explanted.

Manufacturer narrative:
Na